Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a single level plif, utilizing the reform pedicle screw system, while tightening a reform lock screw the tip of the lock-screw torque driver (39-rd-0060) broke off. The broken tip was removed and the procedure was completed using the second driver readily available in the set. There was no patient injury or significant delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the returned driver was examined with the aid of a 5x loop. The driver's fractured surface is skewed relative to its longitudinal axis and includes two distinct areas. There are a number of closely spaced fracture planes all over the driver tip and some shininess around some of the remnant hexalobe periphery. It appears that high torque in conjunction with off axis loading was likely applied at some point during the device's use history. Prior high torque in combination with off axis loading could have initiated the fracture that subsequently manifested itself in this procedure. The cause cannot be ascertained from the complaint but is likely due to high torque in conjunction with off axis loading at some point during the device's history of use. Review of device history records found fifty (50) pieces of lot 33966mm were released for distribution on 4/13/2018 with no deviation or anomalies. Complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are being recommended at this time since the failure appears to have been due to high torque in combination with off axis loading.

Event description:
It was reported that during a single level plif, utilizing the reform pedicle screw system, while tightening a reform lock screw the tip of the lock-screw torque driver (B)(6) broke off. The broken tip was removed and the procedure was completed using the second driver readily available in the set. There was no patient injury or significant delay to the procedure.